Event description:
The patient reportedly experienced sound quality issues with her internal device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.